Event description:
It was observed that during the device evaluation that the bronchovideoscope, there was dirt on light guide lens, resulting in image being dark partially. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: that the bronchovideoscope had dirt on light guide lens, the image had a dark area partially. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.